Event description:
During a pci procedure, deflation difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in the proximal to mid lad. The quantum maverick monorail catheter was advance to the lesion without difficulty. The balloon was inflated to 12 atms at the proximal sement of the lesion three times. It was then advanced to the distal segment of the lesion. The fourth inflation was at 12 atms. The physician was unable to fully deflate the balloon, however, he was able to remove it with some resistance. Upon removal, it was noted that the balloon had not fully deflated. The procedure was completed using a maverick2 balloon catheter. A 8f mach1 fcl4 guide catheter, a neos grandslam guide wire, and an everest30 inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good".